Event description:
I am a patient using a tandem diabetes care insulin pump and related supplies. For three consecutive months, my diabetes supplies were marked as shipped, scheduled to arrive, or delivered, but I did not receive any of them. My insurance company paid for all three months of supplies, despite the products never being delivered. I have reported this to both tandem diabetes care and my insurance provider. Because of the repeated supply failures, I experienced significant medical harm, including extreme high and low blood sugars and a full one-point increase in my a1c. Due to the lack of pump/cgm visibility and supplies, I was forced to switch off my pump therapy and manage my diabetes with long-acting insulin plus rapid-acting insulin, requiring up to 10 injections per day. I was only able to avoid hospitalization because I happened to have leftover insulin available. Without that backup, I would likely have required emergency medical care. I have contacted tandem diabetes care multiple times and spoken to multiple representatives, but the issue has not been resolved, and I continue to receive confusing or inconsistent responses.